Manufacturer narrative:
Correction, g3. Date received by manufacturer was incorrectly reported. It should have been (B)(6) 2026, not (B)(6) 2026 as stated in the initial manufacturer report number 2017865-2026-08505 submitted on (B)(6) 2026.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the insertable cardiac monitor (icm) exhibited premature battery depletion. The icm was explanted and replaced on (B)(6) 2026. The patient was in stable condition.